Manufacturer narrative:
Additional information: there was patient involvement; however, no patient injury or harm was indicated. Patient was manually bagged and moved to a different ventilator. Results of investigation: the suspect device was not returned for investigation; however, log files were reviewed and the blower failure was visible after a particular start up. Vyaire medical was unable to establish the exact root cause but most likely the failure is due to the blower electronics.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000 experienced alarm 316 (blower failure) and alarm 401 (inspiration valve or device leaky). Patient involvement is currently unknown.